Event description:
Caller stated that medical attention was sought on (B)(6) 2025 around 11:40am at home. Caller stated that he tested his blood glucose with his prodigy meter and got a reading of 58mg/dl. A normal reading for that time of day is usually around 115-120mg/dl. Caller did not have any symptoms but decided to drive himself to the hospital. Due to doing, additional testing and getting varied results. Caller is on a sliding scale as follows: if bgt is 170-201mg/dl, 1 unit of insulin and in the night, 8 units of jardiance. Caller did not disclose what the additional reading were. Caller stated that he did not consume any food drink or medication prior to going to (B)(6) hospital, (B)(6). Caller stated that when they arrived at the hospital their blood glucose was 176mg/dl. Caller stated that he did not receive any treatment in the ER. Caller stated that his blood glucose when discharged was 221mg/dl. No additional information was provided.

Manufacturer narrative:
1.no nonconformance was found or recorded in the document (B)(4) after okb reviewed the device history record (dhf) of the suspected meter (serial#: b)(6)) and test strips (lot#: d240703c-4). 2.the suspected meter, which was shipped to pdc on 2022-09-22, was used to re-examine the settings and all functions. No malfunction occurred. The standby current (4.8 ua) of the suspected meter met the acceptance criteria (< 55 ua). 3.the suspected strips, which have a 2-year shelf life, were manufactured on 2024-07-03. They were re-tested using the suspected meter and valid control solutions (batch# for level low: 3ah1a06, exp. 2026-02-28; batch# for level high: 4ah3a23, exp. 2026-07-31). Gcs test results (level low: 53/54; level high: 281/292) met the acceptance criteria (level low: 40-85; level high: 230-340). 4.as stated above, no nonconformance or malfunction of the suspected items was found. The root cause of the complaint could not be verified without additional critical information. Therefore, the complaint will be closed unless further action or information is provided by the user.